Manufacturer narrative:
The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat at 0.0873 inches. The following were noted during visual inspection: minor scratched display window, scratched case and pillowing keypad overlay. The sc1 cap and reservoir locked properly into reservoir compartment during testing. History download was successful using thump and carelink upload was successful. The pump was received without a battery. The pump was received without the battery cap. Unable to verify customer's daily total of all insulin delivered, daily total of basal insulin delivered and daily total of bolus insulin delivered on the event date 16-aug-2025 listed on smartsolve due to insufficient data in the trace/history files. Perform the history review 1 week prior to the event date 16-aug-2025 in the pump history file and found 2 nodelivery alarms on 08/11/2025, 1 lowbatteryalert (104) on 08/14/2025 04:09:00.000, 2 changebatteryfault (73) on 08/14/2025 13:40:00.000 and on 08/14/2025 13:50:00.000, 2 offnopower (11) on 08/14/2025, 1 battoutlimit (6) on 08/14/2025, 2 stuckkeyalarm (61) on 08/15/2025, and 1 lost sensor alert on 08/16/2025. The insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. Earliest power data available per the power management tool/detail trace file is on 8/28/2025 10:41:59 am. There was no power data available for the date of 08/14/2025. Unable to check power data for low battery alert, replace battery alert/changebatteryfault (73), replace battery now alarm/offnopower (11) and power loss alarm/battoutlimit (6) alarm. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. The pump properly paired with the guardian link 4 transmitter. No lost sensor alert noted during testing. The pump responded properly to the button presses. No stuck key alarm, stuck button alarm, keypad unresponsive, numbers ramping or scrolling screens noted during testing. Removed the keypad overlay to perform a visual inspection. No damage noted on the keypad traces or on the keypad dome switches. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba1, pcba2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (22.8 mv). The pump passed the functional testing. Unable to confirm alleged high bgs (hyperglycemia). The customer's tape was not received with the pump. Unable to verify the tape adhesive anomaly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia. The customer also reported tape not sticking due to sweat. Blood glucose value at the time of the event was 350 mg/dl. The customer was treated with hospitalization and reported diaphoresis. The event involved product(s) mmt-1884, mmt-332a, and unomedical. Troubleshooting was partially performed. It is unknown whether the customer was using the auto mode/smart guard feature at the time of the event. It is unknown whether the customer was using the insulin pump system within 48 hours of the reported event. No further patient complications were reported. No product return is required for mmt-1884. No product return is required for mmt-332a. No product return is required for unomedical.